Event description:
It was reported that saline leaked from the sheath. A 1.50mm rotalink plus was selected for use. During preparation outside the patient, a defect on the sheath was noted causing leakage of saline from the device. A second 1.50mm rotalink plus was used and completed the procedure successfully. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed by connecting the rotablator device to a pressurized water bag; it was confirmed that the sheath is torn and is leaking 21.4cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that saline leaked from the sheath. A 1.50mm rotalink plus was selected for use. During preparation outside the patient, a defect on the sheath was noted causing leakage of saline from the device. A second 1.50mm rotalink plus was used and completed the procedure successfully. No patient complications were reported and the patient was fine.